Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to a third-party service center for evaluation. No errors were logged and no faults reported. The device is to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.